Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The caller reported the patient had to go to the hospital on (B)(6) 2021 due to having a blood clot in their bladder and had to be catheterized. Ever since then patient has been having problems with the interstim therapy not functioning as it should. It was reported that the patient is getting the urge to go and feeling stimulation sensation but having urinary incontinence. Patient had the program changed from program 2 to program 3 on (B)(6) at managing physician's office and was told to monitor symptoms but it did not resolve the problem. The doctor's office told patient to contact the manufacturer to adjust therapy settings again. Reviewed how to change from program 3 to program 4. Caller increased amplitude until patient could feel stimulation sensation however at one point the patient remarked that it was not comfortable. Recommended decreasing amplitude if uncomfortable but it was not clear if this was resolved by the call close. Redirect to doctor if issue persists.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received, from a friend/family member, regarding a patient who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported, that the therapy was not functioning as it should, since the patient had an unrelated procedure. The patient is getting the urge to go and feeling stimulation sensation, but having urinary incontinence. Patient had the program changed from program 2 to program 3 on jan 31st at managing physician's office. And was told to monitor symptoms, but it did not resolve the problem. The doctor's office, told patient to contact the manufacturer to adjust therapy settings again. Reviewed how to change from program 3 to program 4. Caller increased amplitude until patient could feel stimulation sensation. However, at one point, the patient remarked, that it was not comfortable. Recommended decreasing amplitude if uncomfortable, but it was not clear if this was resolved by the call close. Redirect to doctor if issue persists.

Manufacturer narrative:
Corrections to b5: event should be reported for malfunction, rather than serious injury. There was no intervention. And the following patient codes do not apply: e2324, e0503, e1309, f08, f1205. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.